Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Visual inspection was performed and no physical damages were found. The primary complaint was confirmed. The user advisory 8 (motor controller fault detected) was observed. To resolve the issue, the motor drive train was replaced. Further investigation found (unrelated to the complaint) that one of the load cells was out of specification. After the load cell was replaced, the platform was functional tested. The platform passed functional testing with no errors found. The platform passed all testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a preventive maintenance on the autopulse platform s/n (B)(4) it was reported that a user advisory (ua) 8 (motor controller fault detected) was displayed. The service engineer replaced the pcb and motor controller, however the ua 8 continued. There was no patient involvement reported and no additional information was provided.